Event description:
It was reported that a pocket fill occurred the day before the event was reported. The health care provider was initially able to aspirate fluid from the reservoir, but was not sure that the needle placement was checked when it was filled. The pocket fill was recognized immediately and the health care provider was able to manage the pt right away and attempted to aspirate the fluid form the pump pocket. The pt was doing well the day the event was reported, narcan was not needed. It was later reported that the felt sick to her stomach after the pocket fill. The pt went to the hospital the day the event was reported for observation and made a full recovery. The drugs used in the pump at the time of the event were hydromorphone and droperidol.

Manufacturer narrative:
(B)(4).